Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: (B)(6) 2019. Field service engineer (fse) performed est and pressure valve test and confirmed error code (3122) pressure relief valve out of range. Valve adjustment and power supply verified at 24v. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit does not pass extended self-test (est). No patient harm reported.